Manufacturer narrative:
UDI_not_required_2. Legal manufacturer: hcs madison - (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to ventilate in any mode. There was no report of patient injury.